Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a leak was observed in a homechoice cassette. The event occurred to be "leaking from the door" of a homechoice claria device . This occurred during setup of the device for peritoneal dialysis therapy. The patient was not connected at the time of the event. Rts advised the hp to start all over with new supplies and if possible to use a cassette from a different box. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.